Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/31/2013.(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence with intrinsic sphincter deficiency and a rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2009 by (B)(6).

Event description:
It was reported that patient underwent excision of mesh on (B)(6) 2009 by (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary retention, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). Narrative: it was reported that the patient underwent hernia repair on (B)(4) 2016 by (B)(4). It was reported that the patient underwent durasphere injection for urethral sphincter due to intrinsic sphincter deficiency on (B)(4) 2015 by (B)(4) at (B)(4). It was reported that the patient underwent cystoscopy with durasphere injection due to sui on (B)(4) 2014 by (B)(4) and on (B)(4) 2012 by (B)(4) at (B)(4).